Event description:
Revision surgery - the patient has a history of shoulder surgeries. The last one was in 2009, the surgeon used a djo revision glenoid. The patient was doing fine until a recent fall. Upon x-ray review, it was observed that the revision glenoid central screw had broken due to the impact of the fall. The surgeon removed all of the implants and the patient was revised to a reverse shoulder prosthesis.